Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-20. It was reported that there was not a device issue, patient/therapy issue, or procedure issue that led to the pump being ¿too high¿ and up in the patient¿s ribs. It was stated that it was placed in a reasonable location at time of implant, but when studied the patient¿s costal margin it contacted therapy. The patient¿s weight at the time of the event was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a refill of her pump on (B)(6) 2018 and they had a hard time refilling her pump because the pump moves. She mentioned the pump had been moving before the revision in (B)(6) 2017 and had moved since. The patient noted the hcp was aware and she intended on continuing to work with him. No patient symptoms were reported. No further complications were noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and bupivacaine at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient was having trouble with the size of the pump. It was indicated that ¿due to a deformity¿ there wasn¿t much room. It was stated that it was implanted on (B)(6)2017 and would be ¿re-done¿ on (B)(6) 2017. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient went back at two weeks after implant ((B)(6) 2017) and had a seroma around the pump. The patient was told it would go down. It was related that it got larger the next 4-5 days so the patient went back and they said for the patient to wear the binder. The patient then had a ¿re-check¿ on (B)(6) 2017 and was told the pump was too high as the pump was implanted in the patient¿s abdomen and was up in their ribs. It was noted that the patient had scoliosis and was very short waisted, so there was not room between their ribs and hips. It was also noted that the patient had metal rods from scoliosis and no feeling in their back. It was indicated that the patient did not want the pump implanted in their back because if anything went wrong the patient wouldn¿t feel it. It was reported that a healthcare professional (hcp) was re-doing the surgery on (B)(6) 2017. It was also reported that the pump appeared to be ¿too big¿ and information was requested regarding different sizes. The patient was due for a refill at the end of (B)(6) 2017. No further complications were reported or anticipated.